Manufacturer narrative:
A manufacturing evaluation was completed: a piece of about 36mm of the forefront, including the cutting edges, is broken off and was not sent back for evaluation. At the bottom of the nut stress marks are visible. The relevant dimensions of the device were checked and no deviation from the specification could be detected. The manufacturing documents were reviewed and no complaint related issues were found. Back then the correct material (1.4923) was used and the hardness was within the specification. Based on the provided information and without the missing fragment we are not able to determine the exact cause of this occurrence. It is likely that a mechanical overload during the cleaning process did lead to this breakage. Possibly the device was already weakened by applying to much force during a pulling maneuver which could have contributed to this breakage, this would also explain the clearly visible stress marks at the bottom of the nut. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted/explanted. (B)(6). Manufacturing location: (B)(4). Manufacturing date: june 15, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the device broke during the cleaning process. There was no patient or procedure involvement. This is report 1 of 1 for (B)(4).